Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the monopolar curved scissors (mcs) tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. The mcs instrument related to this complaint also has not been received. A follow-up MDR will be submitted if product is returned and evaluated and/or if additional information is received. A review of the logs showed the mcs instrument (part #470179-19 / lot #n10210215-0416) was last used on (B)(6) 2021 during this reported procedure with system sk3968. The mcs instrument has 10 allotted uses and 1 uses remaining. The mcs tip cover accessory information cannot be verified through the system log review as there are no logs available for accessories. In addition, a review of the site's complaint history identified no other complaints related to this reported event. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the mcs tip cover accessory fell inside the patient. The mcs tip cover accessory was retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragment(s) falling inside the patient may require surgical intervention. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event. At this time, it is unknown what caused the mcs tip cover accessory to fall inside the patient.

Event description:
On (B)(6) 2021, intuitive surgical, inc. (Isi) received medwatch user facility report (B)(4) stating: "the tip cover accessory that was applied on the hot shear monopolar curved scissors came off during surgery. During case it was noticed by scrub personnel that is was no longer on instrument. It was found and retrieved from the pelvic cavity of the patient." Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.